Event description:
On june 17, 2024, senseonics was made aware of an incident where the user reported pain, bruising and redness on the arm at the sensor insertion site.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user's hcp is aware of the situation and did not prescribe any medication to solve the problem. The user confirmed the issue was not related to the steri-strips or the tegaderm. The user has decided to stop using the system and is waiting to have the sensor removed. No further investigation was found necessary.